Manufacturer narrative:
This information was previously submitted under the incorrect report #0002648920-2015-00366-1. Information reported was previously unknown. Catalog #00408801206, beaded fullcoat femoral stem, lot #61974962.

Manufacturer narrative:
This report is being amended to reflect changes in sections. The femoral head was returned for further review. The taper surface on the femoral head show texturing in a thread like pattern that contains dark debris. No stem or photos of the taper were received. This device remains implanted. Dimensional measurements of the femoral head conformed to print specifications where measured. Sem images confirmed the presence of dark debris on the femoral head taper. Eds elemental analysis of the debris on the head taper surface was performed. The debris on the head taper consisted of carbon, oxygen, phosphorus, calcium, chlorine, traces of iron, potassium as foreign elements. The reported devices are used for treatment. It is unknown if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combination for the head. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis. During the revision, it was discovered there was very minimal black material present.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: (B)(4).. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient was revised due to metallosis, elevated metal ions, and corrosion approximately 2 years post implantation. During the revision, it was discovered there was very minimal black material present. Corrosion was noted on the femoral head/neck junction. Head and liner were revised, poly liner showed no signs of wear. Shell and stem were well fixed and not revised.